Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the patient connector was returned for evaluation attached to a transfer set. During functional testing, the connection between the female connector of the transfer set and the patient connector of the cassette was performed with no issues noted; no leaks were observed. Clear passage and clamp function testing were performed with the patient connector attached with no issues noted. The connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional initial reporter phone no. Is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was unable to disconnect the patient line of the amia automated pd cycler set from the transfer set; further described as ¿the blue part from the transfer set got stuck in the patient line¿. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.